Event description:
Boston scientific received information that this atrial lead was exhibiting noise and pacing impedance measurements greater than 3000 ohms. Fluoroscopy noted damage to the lead body. The lead was programmed off. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.